Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result generated on the alinty I processing module for one sample the initial result was 232.5 ng/l, reran on other analyzers and the result was <4 ng/l. The customer reran again and the result was <4 ng/l (normal range <14 ng/l). No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The lls noise on r2 pipettor was investigated and the connections on the r2 pipettor were reseated. The r2 syringe was replaced and the vacuum filter was replaced. The instrument service history review revealed no additional tickets related to discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency was identified.